Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the cartridge patient line. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. During troubleshooting with tandem technical support, the customer was instructed to disconnect from the site and fill tubing to remove air bubbles.